Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that review of the device history showed a pump stoppage event. The patient did not recall the event. The patient was reported to have been asymptomatic. It was reported that the device history indicated that pump stop and low speed advisory and hazard alarms occurred. The manufacturer's technical services reviewed the provided log file dated 09/01/2015 and confirmed the pump stoppage event was approximately 3 seconds. The customer replaced the system controller and the patient was reported to be doing fine. On (B)(6) 2015, the vad coordinator reported that low voltage, low speed and driveline disconnect alarms occurred while she was with the patient and she confirmed that driveline was not disconnected at the time the alarms sounded. The patient was placed on battery power and the alarms did not reoccur. Review of the log file noted 12 pump stop events. Such events have been linked with potential issues with the driveline. X-ray images were unremarkable. It was reported that the patient had gained about 20 pounds since right before implant. A driveline repair was scheduled for (B)(6) 2015.

Manufacturer narrative:
System controller, serial number (B)(4), was returned for evaluation. The report of pump stoppages was confirmed through the log file analysis. The returned system controller passed functional testing using laboratory equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The root cause of the events captured in the log file could not be conclusively determined during analysis nor could it be correlated to the returned system controller, which supported a pump as designed during the investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the driveline repair that was scheduled for (B)(6) 2015 did not occur.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Evaluation of the submitted log file confirmed the reported pump stoppage; however, a specific cause for the event could not be conclusively determined. Ungrounded cables were provided to the patient. No further action is planned and the patient will remain on the ungrounded cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was stated that no further action is planned in regards to the driveline repair and the patient will remain on the ungrounded patient cable.